Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report.

Manufacturer narrative:
(B)(4). Medical product: tibia, catalog #: 42532007501, lot #: 62619038; bearing, catalog #: 42511400710, lot #: 62733539; patella, catalog#: 00597206529, lot #: 62726499. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00019, 0002648920-2019-00033, 0001822565-2018-03268, 0002648920-2019-00035. Event was initially reported on 0001822565-2018-03265; however, the MFR number needs updated to (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left knee arthroplasty. Subsequently, patient was revised due to pain and screws backing out. The patient alleges that the bone is fractured with the patient's knee. Attempts have been made and no further information has been provided.